Manufacturer narrative:
Prime alarm during the basic occlusion test due to loose/protruded drive support disk. Device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, reservoir tube cracked, missing end cap sticker and cracked lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Customer's blood glucose level was 240 mg/dl. The insulin pump was stuck in the rewind complete/bolus delivery loop. The insulin pump's drive support cap was sticking out. The insulin pump fell from the belt clip. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.